Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product discarded by patient.

Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 400's mg/dl and 104 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.